Event description:
At 21:30, the lipid and tpn bags were changed on trilogy pump. The pump was set to run at 20cc/hr. At 00:30, the pt's clinical condition changed with increased work of breathing, decreased oxygen saturations (88%), and decreased level of consciousness. The pt was transferred to ICU. Labs drawn. Blood glucose reported as 2094. Two rn's verified pump rate at 20cc/hr. Pump removed from svc. Tpn discontinued and a sample was pulled for analysis with the correct fluid being confirmed. Infant required ventilatory support and developed seizures requiring treatment in addition to the intervention to correct glucose levels. Pump with disposable sent to biomed and bio-electronics for further testing. No malfunctions were found.